Manufacturer narrative:
(B)(4). Date sent: 4/30/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify when the plastic seal was identified as being removed (intra-operative or post-operative)? At what point during the procedure was the plastic seal noticed (before use, during use, or after device removal)? Where exactly was the plastic seal located when it was found (inside the patient, surgical field, or outside the operative site)? Was the plastic seal completely removed from the patient? If yes, how was the plastic seal removed? Did the presence of the plastic seal result in any patient consequences? Was there any change in the procedure due to the plastic seal? If yes, please explain. Please provide a picture (if available). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during unk procedure the inner plastic seal popped out of the trocar sleeve and was in patient. There are no patient harm or consequence reported. There was no surgical delay reported.